Event description:
Bayer case number: (B)(4). I have diffuse and continuous pain in the hips and pelvis/ I also have shooting pains in the pelvic area [pelvic pain female] I experienced nocturnal rotatory vertigo (which has persisted in episodes since), [vertigo] tiredness due to this vertigo [tiredness] a dizzying state [dizziness] long and haemorrhagic periods [prolonged heavy periods] long and haemorrhagic periods, which I sometimes had twice a month. [Frequent periods] ligament pain [ligament pain] joint pain [joint pain] I suffer a lot from my hips and coccyx at night as well as my knees [pain in hip] I suffer a lot from my hips and coccyx at night as well as my knees [coccyx pain] I suffer a lot from my hips and coccyx at night as well as my knees [knee pain] I regularly have pain on the right side of the lower abdomen/ my lower abdomen is heavy [lower abdominal pain] he psoriasis got worse and reactivated [psoriasis aggravated] I have difficulty walking for long periods [walking difficulty] tingling in the feet [paraesthesia foot] I have had translucent discharge for a very long time [vaginal discharge] a pain in the buttock like a blocked nerve [buttock pain] I have neck pain [neck pain] I have been wearing a lower aligner in my mouth for 2 months because my jaws suddenly locked a few months ago with severe pain [lockjaw] I have been wearing a lower aligner in my mouth for 2 months because my jaws suddenly locked a few months ago with severe pain [jaw pain] my dentist referred me to a specialist dentist who diagnosed me with bruxism [bruxism] dental abscess [dental abscess] urinary urgency [urinary urgency] nocturnal and diurnal pollakiuria [pollakiuria] from time to time I have burning when urinating without infection [burning micturition] diarrhoea [diarrhoea] difficulty digesting [difficult digestion] fatty liver [fatty liver] regular weight gain for 10 years of a good ten kilos despite a balanced diet. [Weight gain] I also have tachycardia regularly [tachycardia] I have vitamin d deficiency [vitamin d deficiency] painful red rashes under my arms from time to time [red rash] painful red rashes under my arms from time to time [painful rash] I cough regularly at night without having a virus [cough] I also have ear pain [ear pain] eczema in the ear canal [eczema of external auditory meatus] migraines [migraine] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I have diffuse and continuous pain in the hips and pelvis/ I also have shooting pains in the pelvic area") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 21 days after essure insertion, she experienced vertigo ("I experienced nocturnal rotatory vertigo (which has persisted in episodes since),"), fatigue ("tiredness due to this vertigo"), heavy menstrual bleeding ("long and haemorrhagic periods"), polymenorrhoea ("long and haemorrhagic periods, which I sometimes had twice a month."), joint pain ("joint pain"), pain in hip (" I suffer a lot from my hips and coccyx at night as well as my knees"), coccydynia (" I suffer a lot from my hips and coccyx at night as well as my knees"), knee pain (" I suffer a lot from my hips and coccyx at night as well as my knees"), abdominal pain lower ("I regularly have pain on the right side of the lower abdomen/ my lower abdomen is heavy"), psoriasis ("he psoriasis got worse and reactivated"), gait disturbance ("I have difficulty walking for long periods"), paraesthesia ("tingling in the feet"), vaginal discharge ("I have had translucent discharge for a very long time"), musculoskeletal pain ("a pain in the buttock like a blocked nerve"), neck pain ("I have neck pain"), trismus ("I have been wearing a lower aligner in my mouth for 2 months because my jaws suddenly locked a few months ago with severe pain"), pain in jaw ("I have been wearing a lower aligner in my mouth for 2 months because my jaws suddenly locked a few months ago with severe pain"), bruxism ("my dentist referred me to a specialist dentist who diagnosed me with bruxism"), tooth abscess ("dental abscess"), micturition urgency ("urinary urgency"), pollakiuria ("nocturnal and diurnal pollakiuria"), dysuria ("from time to time I have burning when urinating without infection"), diarrhoea ("diarrhoea"), dyspepsia ("difficulty digesting"), hepatic steatosis ("fatty liver"), tachycardia ("I also have tachycardia regularly"), vitamin d deficiency ("I have vitamin d deficiency "), rash erythematous ("painful red rashes under my arms from time to time "), rash ("painful red rashes under my arms from time to time "), cough ("I cough regularly at night without having a virus"), ear pain ("I also have ear pain"), eczema ("eczema in the ear canal") and migraine ("migraines") and was found to have weight increased ("regular weight gain for 10 years of a good ten kilos despite a balanced diet."). On unknown date she experienced pelvic pain (seriousness criterion medically important), dizziness ("a dizzying state") and ligament pain ("ligament pain"). Essure treatment was not changed. At the time of the report, the outcomes for pelvic pain, fatigue, dizziness, heavy menstrual bleeding, polymenorrhoea, ligament pain, joint pain, pain in hip, coccydynia, knee pain, abdominal pain lower, psoriasis, gait disturbance, paraesthesia, vaginal discharge, musculoskeletal pain, neck pain, trismus, pain in jaw, bruxism, tooth abscess, micturition urgency, pollakiuria, dysuria, diarrhoea, dyspepsia, hepatic steatosis, weight increased, tachycardia, vitamin d deficiency, rash erythematous, rash, cough, ear pain, eczema and migraine were unknown. No causality assessment was received for essure with regard to vertigo, fatigue, dizziness, heavy menstrual bleeding, polymenorrhoea, ligament pain, joint pain, pain in hip, coccydynia, knee pain, abdominal pain lower, psoriasis, gait disturbance, pelvic pain, paraesthesia, vaginal discharge, musculoskeletal pain, neck pain, trismus, pain in jaw, bruxism, tooth abscess, micturition urgency, pollakiuria, dysuria, diarrhoea, dyspepsia, hepatic steatosis, weight increased, tachycardia, vitamin d deficiency, rash erythematous, rash, cough, ear pain, eczema or migraine. The reporter commented: for several years, I have been getting x-rays and ultrasounds, because I suffer a lot from my hips and coccyx at night as well as my knees, I wear insoles and the pain in my knees has eased a little for a while but is re-emerging. I also had an ultrasound because I regularly have pain on the right side of the lower abdomen, I have nothing. I even had a blood test to see if I was developing psoriatic arthritis (negative). I obviously have the medical examinations that prove what I say. I have an appointment on (B)(6) with a gynecologist oncologist in order to have the implants removed soon because I now know that all my health problems come from there, before the insertion, I was in perfect health. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. [Blood test] (date unknown): negative [ultrasound scan] (date unknown): nothing case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) I have diffuse and continuous pain in the hips and pelvis / I also have shooting pains in the pelvic area [pelvic pain female] I experienced nocturnal rotatory vertigo (which has persisted in episodes since), [vertigo] tiredness due to this vertigo [tiredness] a dizzying state [dizziness] long and haemorrhagic periods [prolonged heavy periods] long and haemorrhagic periods, which I sometimes had twice a month. [Frequent periods] ligament pain [ligament pain] joint pain [joint pain] I suffer a lot from my hips and coccyx at night as well as my knees [pain in hip] I suffer a lot from my hips and coccyx at night as well as my knees [coccyx pain] I suffer a lot from my hips and coccyx at night as well as my knees [knee pain] I regularly have pain on the right side of the lower abdomen/ my lower abdomen is heavy [lower abdominal pain] he psoriasis got worse and reactivated [psoriasis aggravated] I have difficulty walking for long periods [walking difficulty] tingling in the feet [paraesthesia foot] I have had translucent discharge for a very long time [vaginal discharge] a pain in the buttock like a blocked nerve [buttock pain] I have neck pain [neck pain] I have been wearing a lower aligner in my mouth for 2 months because my jaws suddenly locked a few months ago with severe pain [lockjaw] I have been wearing a lower aligner in my mouth for 2 months because my jaws suddenly locked a few months ago with severe pain [jaw pain] my dentist referred me to a specialist dentist who diagnosed me with bruxism [bruxism] dental abscess [dental abscess] urinary urgency [urinary urgency] nocturnal and diurnal pollakiuria [pollakiuria] from time to time I have burning when urinating without infection [burning micturition] diarrhoea [diarrhoea] difficulty digesting [difficult digestion] fatty liver [fatty liver] regular weight gain for 10 years of a good ten kilos despite a balanced diet. [Weight gain] I also have tachycardia regularly [tachycardia] I have vitamin d deficiency [vitamin d deficiency] painful red rashes under my arms from time to time [red rash] painful red rashes under my arms from time to time [painful rash] I cough regularly at night without having a virus [cough] I also have ear pain [ear pain] eczema in the ear canal [eczema of external auditory meatus] migraines [migraine] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-sep-2024. The most recent information was received on 08-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I have diffuse and continuous pain in the hips and pelvis / I also have shooting pains in the pelvic area") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 21 days after essure insertion, she experienced vertigo ("I experienced nocturnal rotatory vertigo (which has persisted in episodes since),"), fatigue ("tiredness due to this vertigo"), heavy menstrual bleeding ("long and haemorrhagic periods"), polymenorrhoea ("long and haemorrhagic periods, which I sometimes had twice a month."), joint pain ("joint pain"), pain in hip (" I suffer a lot from my hips and coccyx at night as well as my knees"), coccydynia (" I suffer a lot from my hips and coccyx at night as well as my knees"), knee pain (" I suffer a lot from my hips and coccyx at night as well as my knees"), abdominal pain lower ("I regularly have pain on the right side of the lower abdomen/ my lower abdomen is heavy"), psoriasis ("he psoriasis got worse and reactivated"), gait disturbance ("I have difficulty walking for long periods"), paraesthesia ("tingling in the feet"), vaginal discharge ("I have had translucent discharge for a very long time"), musculoskeletal pain ("a pain in the buttock like a blocked nerve"), neck pain ("I have neck pain"), trismus ("I have been wearing a lower aligner in my mouth for 2 months because my jaws suddenly locked a few months ago with severe pain"), pain in jaw ("I have been wearing a lower aligner in my mouth for 2 months because my jaws suddenly locked a few months ago with severe pain"), bruxism ("my dentist referred me to a specialist dentist who diagnosed me with bruxism"), tooth abscess ("dental abscess"), micturition urgency ("urinary urgency"), pollakiuria ("nocturnal and diurnal pollakiuria"), dysuria ("from time to time I have burning when urinating without infection"), diarrhoea ("diarrhoea"), dyspepsia ("difficulty digesting"), hepatic steatosis ("fatty liver"), tachycardia ("I also have tachycardia regularly"), vitamin d deficiency ("I have vitamin d deficiency "), rash erythematous ("painful red rashes under my arms from time to time "), rash ("painful red rashes under my arms from time to time "), cough ("I cough regularly at night without having a virus"), ear pain ("I also have ear pain"), eczema ("eczema in the ear canal") and migraine ("migraines") and was found to have weight increased ("regular weight gain for 10 years of a good ten kilos despite a balanced diet."). On unknown date she experienced pelvic pain (seriousness criterion medically important), dizziness ("a dizzying state") and ligament pain ("ligament pain"). Essure treatment was not changed. At the time of the report, the outcomes for pelvic pain, fatigue, dizziness, heavy menstrual bleeding, polymenorrhoea, ligament pain, joint pain, pain in hip, coccydynia, knee pain, abdominal pain lower, psoriasis, gait disturbance, paraesthesia, vaginal discharge, musculoskeletal pain, neck pain, trismus, pain in jaw, bruxism, tooth abscess, micturition urgency, pollakiuria, dysuria, diarrhoea, dyspepsia, hepatic steatosis, weight increased, tachycardia, vitamin d deficiency, rash erythematous, rash, cough, ear pain, eczema and migraine were unknown. No causality assessment was received for essure with regard to vertigo, fatigue, dizziness, heavy menstrual bleeding, polymenorrhoea, ligament pain, joint pain, pain in hip, coccydynia, knee pain, abdominal pain lower, psoriasis, gait disturbance, pelvic pain, paraesthesia, vaginal discharge, musculoskeletal pain, neck pain, trismus, pain in jaw, bruxism, tooth abscess, micturition urgency, pollakiuria, dysuria, diarrhoea, dyspepsia, hepatic steatosis, weight increased, tachycardia, vitamin d deficiency, rash erythematous, rash, cough, ear pain, eczema or migraine. The reporter commented: for several years, I have been getting x-rays and ultrasounds, because I suffer a lot from my hips and coccyx at night as well as my knees, I wear insoles and the pain in my knees has eased a little for a while but is re-emerging. I also had an ultrasound because I regularly have pain on the right side of the lower abdomen, I have nothing. I even had a blood test to see if I was developing psoriatic arthritis (negative). I obviously have the medical examinations that prove what I say. I have an appointment on 24 september with a gynecologist oncologist in order to have the implants removed soon because I now know that all my health problems come from there, before the insertion, I was in perfect health. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. [Blood test] (date unknown): negative [ultrasound scan] (date unknown): nothing quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-oct-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.